Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they tried to charge their implantable neurostimulator (ins), but their ins would not charge when the recharger antenna (rtm) was plugged into the controller. Pt said they "would try a week here and there" to charge their ins, but their ins would "gradually not charge" anymore. The pt said they would just try to deal with the pain. Pt said they would lay on the rtm for an hour or more and it just would not charge the ins "all the way." Pt said they only got 20-30% charge in an hour. Pt said they went back and forth with their surgeon to get an appointment and finally met with amanufacturer representative (rep) who did some tests and resets on the equipment and told the pt to call patient services (pss) to get the recharger (rtm) and li battery pack replaced. Pt said they used the rep's rtm and managed to charge their ins. Pt said they heard a "popping" from the internal battery when charging the ins and the rep said the rtm was the issue(pt said they may have heard the popping in the past). The rep said "there are some impedances or something." Pt said the controller li battery also took a long time to charge comparted to when they first got it. Issue with controller battery started at the same time as the issue with the rtm and pt said they may be connected. When patient services specialist(pss) attempted to troubleshoot over the phone, pt got escalated and said their rep said the rtm and li battery pack should be replaced. Pt was unwilling to troubleshoot.